Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose of 558 mg/dl since the morning. The customer has been treated with the insulin pump. Customer reported their blood glucose began to rise after connecting to the insulin pump. The customer was not feeling well and declined to troubleshoot for the pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device passed functional test including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The device functioned properly. The insulin pump passed the delivery accuracy test. The insulin pump was received with scratched lcd window, cracked case on display window corners, cracked reservoir tube lip and cracked belt clip slot.